Event description:
Noticed blood was backing up in pqc. When IV tubing disconnected from pasv valve, IV fluids ran upstream toward pump with pump continuing to run. Dates of use: 2007. Diagnosis or reason for use: medication administration.